Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the reference samples for the lot 6009391 have already been previously tested in the complaint (B)(4) on 08/jul/2025. The reference samples were visual inspected and tested for flow and leak. All test results were within specifications as per the test report (B)(4) complaint test report. Device history record (DHR) review: packaging: the lot 6009391 was manufactured according to the work instruction (wi) version 81 in the multivac 12, on 29/sep/2024, with a total of (B)(4) units. Assembly: the lot 4j04020 was assembled according to wi version 27 on-line inspection for assembly of quick set on 29 sep 2024, with a total of (B)(4) units. The lot 4j04021 was assembled according to wi version 27 on-line inspection for assembly of quick set on 29 sep 2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 21/jul/2025 against malfunction code leakage from infusion site and lot 6009391 and no other complaint has been registered in database for the same lot and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: chile.

Event description:
Reference number (B)(4). Event occurred in chile. It was reported that patient faced infusion set leakage event on (B)(6) 2025 the leakage was in the cannula. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.